Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported proximal air in line with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of normal saline, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was noted that the bag of normal saline was empty, the cassette was dry, and the device did not alarm. Normal saline was noted in the tubing distal to the cassette. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.